Manufacturer narrative:
As reported, the clips (fasteners) of the optifix straight device did not engage despite an action on the handle. The sample has not been returned for evaluation. Based on the information provided to date, and not having the sample returned, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in february 2020. The instructions-for-use provided with the device states: "place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counter-pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Counter-pressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed." "If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." If/when sample is returned and evaluated, a supplemental emdr will be submitted.

Event description:
As reported, on (B)(6) 2020, the optifix straight fasteners did not engage despite an action on the handle. There was no reported patient injury.

Manufacturer narrative:
As reported, the clips (fasteners) of the optifix straight device did not engage despite an action on the handle. The sample has not been returned for evaluation. Based on the information provided to date, and not having the sample returned, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of 515 units released for distribution in february 2020. Addendum: this is an addendum to the initial MDR. This supplemental MDR was submitted to document the results of device evaluation. The subject product was returned for evaluation. Initial evaluation of the sample found bent guide wire/back up tabs and a visible fastener within the firing chamber. Functional testing resulted in the deployment of a broken fastener and the guide wire was confirmed to be bent. The reported deployment issue and found broken fastener is a known result of a bent guide wire/ tabs. The handle was opened and no manufacturing anomalies were found. The guide wire and backup tabs on the device were found to be bent from applied forces when in use while firing in the inguinal space. Based on the sample evaluation and investigation performed the reported event was confirmed and the root cause is related to user/device interface. The instructions-for-use provided with the device states: "place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counter-pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Counter-pressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed." "If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2020, the optifix straight fasteners did not engage despite an action on the handle. There was no reported patient injury.